Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer (fse) replaced the control printed circuit (pc) board and conducted operational verification and safety checks on-site before the ventilator was returned to service. Evaluation of received device logs confirms the occurrence of the reported technical error code during a pre-use checks on the date of event. The logs show that the technical error code was preceded by a breathing sub-system error, indicating an automatic restart of the breathing sub-system after detection of an error in the stored parameter settings values in its persistent memory. The ventilator was turned off shortly afterwards by the user and was not used for clinical purposes before our fse arrived. The control pc board functioned normally after the ventilator was turned on and off. The returned control pc board was installed in a reference ventilator for testing. Several pre-use checks succeeded and simulated use test ventilation ran for several days without any deficiencies noted. Our conclusion is that the most probable cause was a temporary corruption of data, or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event. The reason why the persistent memory failed has not been determined.